Event description:
The customer reported false positive reactions of six samples on tango optimo with cell #1 of biotestcell 1&2. Despite several inquiries, no exact date of event was provided by the customer. Two samples that had caused false positives were sent to us for investigational testing and the supposedly defective product was returned, too. Upon arrival on our premises the vials containing the supposedly defective product were leaked because the vials were not closed properly. The two samples were very hemolytic. Our quality control laboratory tested these two samples with the retained sample of biotestcell 1&2. Both samples yielded negative reactions but showed a haze surrounding with the negative cell button of cell #1. The retained biotest 1&2 sample was also tested with positive and negative control and 22 negative donor plasma. All positive and negative reactions were correct. We did not observe any false negative reactions. Only in very few cases the negative results did display a haze surrounding around the cell button with cell #1 of biotestcell 1&2. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident